Event description:
Our rep is reporting to us that during an arthroscopic knee repair, while employing a rigidfix system, the surgeon observed metal shavings emanating from the femoral guide and falling into the joint space. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the pt. Facility discarded the complaint device, also cannot identify the lot number.

Manufacturer narrative:
Nothing is being returned for eval, device discarded. No lot number could be supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, our rep reports that they appeared to have had a difficult time mating the components together and finally forced the issue causing some misalignment to the assembly, which he believes was the underlying cause for the "metal shavings" issue. Outside of this, we cannot discern any other root cause for the reported issue. At this point in time, no further action is warranted.